Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), se 2367, and low battery alarm which occurred on the homechoice (hc) during use during dwell 1 of 5. The patient was connected. The baxter technical service representative (tsr) explained the alarm and had the patient cycle the power. The tsr reviewed the proper procedures per the user manual with the patient. The patient would discard the supplies and start over with new supplies as well as contact her nurse regarding the alarm. The patient was instructed how to resolve the low battery alarm and was informed by the tsr that if the low battery alarm recurred she should call baxter back. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn was aware of the alarm. The rn went on to clarify that the patient had not left an unused clamp open but rather modified the supplies to try and perform therapy. The rn explained that at the time of the se 2240, the doctor had changed the patient's prescription, and when the patient received her new solution bags they did not have luer connections. The patient was not sure what to do so she modified the supplies to try and perform therapy. The rn stated this issue has since been resolved and the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was a loose connection. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.